Event description:
It was reported that the user experienced hyperglycemia with cgm reading ¿high¿ after removing the infusion set for a massage and reconnecting later, with concern for a possible bent cannula; the user considered a subcutaneous injection and was advised to remain disconnected for at least two hours if injecting off-device. Symptoms included feeling unwell. Outcomes included no reported medical intervention or hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed that the cause could not be confirmed due to lack of follow-up and no product evaluation. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.